Event description:
Boston scientific crm recieved information that this patient's pacemaker was infected. The decision was made to leave the device in place and a new device was implanted on the patient's right side. The physician wanted to allow the new implant site to heal prior to removing the existing system.

Manufacturer narrative:
No other adverse events have been reported. This issue will be re-evaluated if additional information is received.